Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor reported that multiple patients had returned anywhere from six (6) months to two (2) years after the initial root canal procedure had been completed due to failure of the realseal treatment. The doctor retreated the root canals and prescribed antibiotics and/or painkillers for treatment. Over-the-counter treatments such as ibuprofen or tylenol were also recommended. To date, each of the patients have fully recovered and are doing fine. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that the realseal treatment in root canals for multiple patients had failed and the patients had experienced general malaise, infections, and required root canal retreatments.